Event description:
It was reported that frost occurred on the needle shaft. An iceseed 90 degree needle was selected along with 2 other needles for a renal cryoablation procedure. The needles were tested and performed as expected. During the first freezing phase of the procedure, however, frost was noticed on the metal part of two of the needles, including this iceseed 90 degree needle. The needles were not replaced as there were no other needles in the arsenal, so a sterile glove with warm saline was used to protect the skin. Additionally, after the procedure, the treatment area was massaged to reactivate blood circulation and reduce the redness from the cold. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: no visual abnormalities were noted upon initial inspection of the complaint device. Functional testing revealed that the needle formed frost on the shaft during the freezing phase. The iceseed needle does not contain a vacuum insulated shaft; therefore, frost on shaft is to be expected and accounted for per the instructions for use.

Event description:
It was reported that frost occurred on the needle shaft. An iceseed 90 degree needle was selected along with 2 other needles for a renal cryoablation procedure. The needles were tested and performed as expected. During the first freezing phase of the procedure, however, frost was noticed on the metal part of two of the needles, including this iceseed 90 degree needle. The needles were not replaced as there were no other needles in the arsenal, so a sterile glove with warm saline was used to protect the skin. Additionally, after the procedure, the treatment area was massaged to reactivate blood circulation and reduce the redness from the cold. There were no patient complications as a result of this event.